Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose was 451 mg/dl. The customer alleges pump was under delivering as the high blood sugars were not coming down and was corrected with pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump not be returned for analysis.